Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that no malfunctions were identified with the returned device. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: a product malfunction could not be confirmed as the most probable cause of the reported events through product analysis, no product malfunctions were identified. Product analysis was unable to confirm the reported erosion. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff eroded into the urethra. Therefore, all components were removed. The patient is expected to fully recover.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff eroded into the urethra. Therefore, all components were removed. It was later reported that the patient underwent a re-implant surgery on (B)(6) 2022 and a new aus system was implanted. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that no malfunctions were identified with the returned device. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: a product malfunction could not be confirmed as the most probable cause of the reported events through product analysis, no product malfunctions were identified. Product analysis was unable to confirm the reported erosion. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff eroded into the urethra. Therefore, all components were removed. The patient is expected to fully recover.